Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2025. No loss of resistance from the syringe plunger when reaching the epidural space. Liquid saline leak from the plunger of the luer lock syringe. Clinical consequences: change of kit and increased time of procedure. There were no strong clinical consequences for the female patient, no breach, no need to use blood patch. Procedure took twice as long and new epidural inserted a few hours later because the first one was not successfull."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2025. No loss of resistance from the syringe plunger when reaching the epidural space. Liquid saline leak from the plunger of the luer lock syringe. Clinical consequences: change of kit and increased time of procedure. There were no strong clinical consequences for the female patient, no breach, no need to use blood patch. Procedure took twice as long and new epidural inserted a few hours later because the first one was not successful."